Event description:
Free style libre 3 continuous glucose monitor, am getting false low blood sugar readings of more than 50mg/dl variance from finger stick. I had checked the serial number with abbott labs recall notice and this unit was marked as ok and not on the recall list.